Event description:
It was reported that the pacemaker recorded an alert for right atrial (ra) intrinsic amplitude out of range. No adverse patient effects were reported. The pacemaker and competitor ra lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).